Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 2 of 5. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated they found a supply line became disconnected causing 2240 alarm in dwell 2 of 5. The tsr assisted the cg to reset alarms and disconnected hp. The tsr capped off and advised the hp to reset up with new supplies if hp elected to do further therapy tonight. The tsr referred the cg to call the on call nurse for further medical instructions. The cg elected not to call the nurse and stated "I don't see any air in her patient line so we won't be calling the nurse," and hung up. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was confirmed and the cause was undetermined. This issue is being investigated through CAPA.